Manufacturer narrative:
This supplemental emdr is being submitted to correct coding. If additional information becomes available an emdr supplement will be submitted.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during a therapeutic transcervical resection of a fibroid, the loop of the suspect device broke off in the patient and was unable to be retrieved.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Update to b2, b5, h6. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The loop of the suspect device broke off and fell within the uterine cavity. The patient underwent x-ray imaging and hysteroscopy post procedure, however the fragment was not visible despite thorough examination. As the patient was asymptomatic, she was offered the option of a repeat hysteroscopy with transcervical resection of the fibroid remnant, or expectant management, and chose expectant management. A repeat abdominal x-ray and follow up will be conducted.